Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding an implantable pump. The indications for use were unknown. It was reported that during the procedure, the physician tried to thread the catheter and it would not go through the needle. They pulled the entire needle out to investigate it and the catheter was still stuck in the needle. There were no environmental, external, or patient factors that may have led or contributed to the issue. The catheter and needle were being returned. The issue was not resolved at the time of the report. It was noted that the hcp had no further information.

Event description:
Additional information received, from the healthcare provider (hcp) via a manufacturer representative (rep). Indicated, that the cause of the catheter not passing through the needle was unknown. In regards to if the catheter not passing through the needle resolved. It was reported, that another 8780 was opened and the other one was discarded. The patient's weight at the time of the event was "unknown. And will not be known".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.